Event description:
It was reported that an asymptomatic patient presented to the clinic. Review of stored egms showed post paced t-wave oversensing. Reprogramming was recommended and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.